Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete side during a flap creation case. Suction loss was reported to have occurred before the laser fired. Additional information is not available. There are multiple related reports for this facility. This report addresses the patient with suction loss and incomplete side on (B)(6) 2020 and other manufacturer reports will be filed.